Manufacturer narrative:
The insulin pump was received with a blank display due to a broken component on the interface board. No cosmetic damage was noted.

Event description:
The customer reported a blank display. During troubleshooting, the insulin pump was dropped on the tile floor. The display remained blank after a battery change. Advised the customer that the insulin pump would be replaced. Nothing further was reported.